Event description:
It was reported via repair work order that the zoom drive is intermittent due to malfunctioned csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.